Event description:
Healthcare professional reported: "the pt presented at hospital with upper gi bleed. Ogd (oesophagogastroduodenoscopy) showed erosion of band." The device was removed at another facility and will not be returned. There is no add'l info at this time. Allergan is in process of f/u.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned, and was discarded after surgery by the reporter. Based upon the model number, serial number, and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event discarded the lap-band system after surgery and the product will not be returned for analysis. Therefore, no analysis or testing has been done. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required."